Manufacturer narrative:
Zyno medical is waiting for the arrival of the device.

Event description:
A nurse at the user facility reported a flow rate issue to zyno medical on (B)(6) 2018: "there was a patient involved but there was no injury to the patient. It was first noticed yesterday (B)(6) 2018. The IV set was not clamped. The pump was programmed to run over 30 minutes (medication was emend). It beeped and was displaying infusion complete but the medication bag was full. They inspected the lines for any clamps or kinks and there were none. The reprogrammed the pump to run again and watched it. The pump was running and showed that it was infusing but nothing was dripping from the bag".

Manufacturer narrative:
The reported no flow issue was not confirmed. The device was tested on (B)(6) 2018 and was found to have a flow rate accuracy of 0.23%, which was within the +/-5% specification. The device was found to meet all specifications on (B)(6) 2018.

Event description:
This is a follow up report for the initially submitted MDR (3006575795-2018-00035).